Manufacturer narrative:
Additional concomitant medical products: t510c29 valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the remote monitor had no telemetry. The monitor and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.